Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No serial number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Visually inspected the device and found a broken microswitch. The root cause of the reported issue was found to be micro switch was damaged at customer. Secondary issue found to be water was leaking due to crack in tank cover. Actions were taken to mitigate the reported issue: replaced microswitch.

Event description:
It was reported that the warmer had a bad micro switch. No patient injury was reported.